Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, dark ring and the device were broken shell. A weight test of the device was verified and the device underweight . A microscopic analysis was performed which identified broken striated. Based on the device analysis the final assessment is: a striated edge broken in the side radius assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿.

Event description:
Healthcare professional reported left-side "rupture". Device remains implanted.